Event description:
A female patient had an infection where the catheter was inserted. She came in once per week for dressing change and check. One time when she came in, it was noted that her left upper arm was tender and pink. It was measured to be 2cm larger in size from her other arm.

Manufacturer narrative:
No sample is available for the investigation because it was discarded by the hospital. Upon completion of the investigation, a supplemental report will be submitted.